Manufacturer narrative:
On 10-feb-2020, mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10-mar-2020, per secondary review of the file, mentor became aware that the following information was omitted. The patient underwent unilateral replacement with 460cc mentor smooth round high profile saline breast implant, catalog # 3503460, right serial # (B)(6) on 23-jan-2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10-mar-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation on the breast implant. During visual inspection of the sample, an area of siltex cracking was observed on the posterior view. Additionally, a tear measuring approximately 1 cm was noted within the siltex cracking area. The evaluation determined that the rupture is consistent with the siltex cracking. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices resulting in a tear at a later date. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast reconstruction primary with a 550cc textured mentor siltex contour profile spectrum saline breast implant has experienced postoperative right-sided deflation, confirmed by a physician. As a result, the patient underwent unilateral explantation and replacement with unspecified breast implant on (B)(6) 2020.